Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot valve was hard to push in inflation of the pre-test. It was hard to deflate completely, and it was tested with the syringe. The pressure and cc was unknown when used to inflate the cuff. There was no patient involved in this event.